Event description:
It was reported that the patient was referred for a prophylactic replacement of the generator. During pre-op diagnostics, high impedance was observed on the patient's device. The generator was replaced and the diagnostics with the new generator were stated to be ok. The pin insertion of the explanted generator was not checked before the replacement of it. Information was received that the explanted generator was discarded so product return is not expected. No additional relevant information has been received to date.